Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increasing rv threshold measurements to 2.2v @ 1ms in bipolar and 2.3v @ 1.0ms in unipolar. The physician had elected to monitor. Additionally, upon review of the arrhythmia logbook, two episodes of loss of capture (loc) was observed during a ventricular tachycardia (vt). It was unknown if the patient experienced adverse effects as a result. The physician continues to monitor.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.